Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an auxiliary drawer 4.1 row b was not detected on bus and pockets 5 and 6 had read write errors. The field service engineer reseated all the cables and reconnected the row b which was disconnected to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer issue. The customer stated that the auxiliary drawer 4.1 row b had multiple cubies failed for device not detected on bus. They attempted to disconnect and reconnect bus cable with no recovery, but causing a delay in dispensing the medications. There were no adverse events or injuries reported based on this event.